Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a failed battery test alarm on the insulin pump. The mother also reported a crack was present on the insulin pump. The customer noted the crack when they received a low battery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was unable to confirm if the failed battery test alarm reoccurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.